Event description:
It was reported the pacing lead was explanted as the patient had mitral valve endocarditis with a prosthetic valve and vegetation was present on the valve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1884, lead, implanted: (B)(6) 2011; pm2210, ipg, implanted: (B)(6) 2011. (B)(4).